Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 20 mg/dl when emergency medical technicians arrived to take the customer to the hospital. The customer stated that she was in bed and fell out of bed when she lost her balance due to low blood glucose levels. She stated that she wound up with a bump on her head, had a scan done, and no damages were observed from the fall. She was unresponsive leading up to the hospitalization. She stated that the perceived cause of low blood glucose was a kink in the infusion set tubing, which led her to treat with manual injections. She noted that she may have treated with too much insulin. She reported that she had not had any issues since the hospitalization. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.